Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, g1, g3, h2, h3, h4, h6, h11 corrected fields: a2, a4, a5, a6, b6, b7, e1, h5 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: leakage sound and first pressure reducer failure. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: leakage sound was caused by first pressure reducer failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had insufflator which was not working. The issue occurred during set up/ inspection for use. There were no reports of patient harm.